Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the customer had been experiencing unexplained elevated blood glucose, as high as 400 mg/dl. She stated that the blood glucose reading earlier this morning was 134 mg/dl. She was unable to troubleshoot for the issue. She reported that there had been air bubbles in the infusion set and reservoir. She was advised on how to avoid air bubbles. Nothing further was reported.